Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not turning on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 13-jun-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not powering on. A field service engineer (fse) verified that the auxiliary half-height smart drawers 1.1 and 1.2 were not detected on the bus. Upon removing the back panel, the fse found that the controller board leds were dark. The fse replaced the pyxibus controller board and configured drawers to resolve the issue. The customer log in and inventory the medications in both drawers. The system functioned as intended after the field service engineer repaired the service.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es auxiliary, the station was not turning on. The customer stated that this malfunction caused a delay in dispensing the medications to the patient. There were no adverse events or injuries reported due to this event.